Event description:
It was reported that during procedures utilizing general anesthesia, the device's monitoring port caps leaked during use, causing a loss of pressure in the breathing tubing. No pt sequelae were reported.

Manufacturer narrative:
It had been reported that the monitoring port caps leak during use causing a loss of pressure in the breathing tubing. The device's manufacturing facility has examined the returned devices and has been unable to identify any deviations. The returned devices were subjected to a leak test. Leakage was not observed and in all cases the cap remained firmly attached to the port. The devices and the caps were found to be representative of current manufactured product. During the manufacture of these devices, the caps are attached by hand and then the filter is leak tested. If the cap is incorrectly fitted, the filter will fail the leak test and be rejected by the leak tester. The device's instructions for use state that users should: "ensure monitoring port cap is securely fastened when monitoring port is not in use." As an interim preventive action, the local sales office has been requested to provide re-in-service training to staff that use this device. As a corrective action, the firm has now introduced a modified monitoring cap that will enable users to more reliability re-affix the cap once they have removed it. Summary: the reported deviation was not reproducible in the returned devices. Since difficulties reported by users have been reported previously, a retraining of user is recommended, and a more user-friendly cap system has now been developed. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Device evaluation begun, but not yet completed.